Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Jiang, c., li, y., hao, f., yang, j., wang, b., <(>&<)> fan, y. (2021). Y-configuration double-stent-retriever thrombectomy for refractory thrombus in middle cerebral artery bifurcation: a case report. Medicine, 100(11), e24993. Https://doi.org/10.1097/md.0000000000024993. Medtronic review of the literature article found reported a single case review in which a (B)(6)-year-old male patient was admitted for treatment 2 hours after developing almost complete right-sided hemiplegia and global aphasia. The patient's national institutes of health stroke scale (nihss) score was 16. Non-contrast computed tomography (CT) of the brain did not reveal acute infarction or hemorrhage. At 134 minutes after stroke onset, the patient was administered intravenous (IV) tissue plasminogen activator (tpa). The patient did not improved after administration of tpa bolus and infusion given over an hour. Another non-contrast CT revealed alberta stroke program early CT score (aspects) was 7. Cerebral digital subtraction angiography (dsa) revealed the left proximal common carotid artery had severe tortuosity and occlusion of the left middle cerebral artery (mca) m1 segment. Mechanical thrombectomy was attempted with a solitaire fr 6x30mm device in the inferior mca trunk but was not successful after 3 passes and a left mca bifurcation clot was observed. At that point, it was decided to use an alternative technique incorporating 2 solitaire fr devices. The rebar-18 microcatheter was placed into the m2 segment of the left mca through the superior mca trunk while a solitaire fr 4x15 was placed such that the proximal end of the stent did not cover the bifurcation. Subsequently, the microcatheter was removed completely from the navien 072 intracranial support catheter, leaving a bare solitaire fr inside the navien. Then, the inferior mca trunk was catheterized with the same microcatheter and the solitaire fr 6x30-mmwas unfolded by withdrawal of the microcatheter. When the microcatheter tip was nearly aligned with the bifurcation, the first solitaire was pulled to engage the cloth while the microcatheter was withdrawn to position the second solitaire in parallel. Both stents were then slowed pulled together into the navien under continuous aspiration. Resistance was felt while retracting the stent retriever, so the entire assembly was slowly withdrawn under continuous aspiration to successfully complete the procedure. Subsequent follow-up angiograms showed mtici 3 reperfusion of mca. The interval between groin puncture to final revascularization was 68 minutes. No intracranial hemorrhage or hyperperfusion was found on CT 24 hours after endovascular therapy. The patient had mrs 2 at discharge and the 3-month mrs score after stroke was 1.